Manufacturer narrative:
(B)(4). During evaluation of the returned device, visual inspection and leak testing revealed a cut/hole in the silicone tubing. Clear passage and clamp function tests were performed with no issues noted. The cause for the cut in the tubing could not be determined with the available information. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The affected sample was received for evaluation against the reported condition of a connection issue. This device was visually and functionally tested (clamp, clear passage, leak) per product specifications. These testing methods were unable to confirm the reported condition, as the device functioned within the desired specifications. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a uv-flash solution transfer set was observed to have a crack on the silicone tubing and a leak from the silicone tubing. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.